Manufacturer narrative:
Added conclusion in evaluation codes. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sep2019. The manufacturer's field service engineer (fse) performed troubleshooting at the customer's site and confirmed the alarm failure. The power management speaker was replaced to address the finding. The defective part was returned for failure analysis: conclusion/root cause: the customer complaint of ¿primary alarm¿ was verified. Speaker voice coil is open. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the device displayed a primary alarm failure. There was no patient involvement.